Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA, alleging that the lancing device was missing from her onetouch ultramini system kit. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that she noticed the product was missing on (B)(6) 2016 at 8:30 am. The patient stated she does not take any medication to manage her diabetes and claimed she continued to follow her usual diabetes management regimen in response to the alleged issue. The patient reported that a few days after she became aware of the alleged issue, she developed symptom of ¿shaking¿. The patient denied receiving medical treatment. At the time of troubleshooting, the csr noted the closure seal on the packaging was not intact prior to opening. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed a symptom that meets lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.